Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The system was fully tested and preventative maintenance (pm) was performed at the same time. Fse was unable to reproduce the reported issue. The system passed all requested tests and pm was completed to original equipment manufacturer specifications. The system was tested and verified as ready for use. The complaint regarding recognition was not confirmed based on the field evaluation. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the system was in an unacceptable state after the start of the surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair surgical procedure, patient side manipulator (psm) 1 did not recognize the cannula nor the instrument that was installed on psm1. The caller (nurse) indicated the procedure had to be converted due to some issues on the patient and not due to any problem with the system. When the nurse undocked the patient side cart (psc), the nurse reported that psm1 moved on its own; it was not specified however, which part moved. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report. As a result, it is unknown if the procedure was converted to traditional laparoscopic or open surgery and whether the conversion was anticipated prior to starting the case.